Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a sinus infection, breathing issues, mucus change from yellow to red, phlegm and coughing. Philips advised to stop using "so clean" to clean the device, but the patient insists on still using it because she claims it helps with her sinuses. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer for evaluation.